Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported. The expected volume was 5 ml but the actually volume left was 25ml. Symptoms included less than 50% therapy relief in the "low back" area. The drug being infused was unknown. There is a catheter study planned but as of the report no action had been taken.

Event description:
It was later reported the catheter was replaced and the old catheter remains implanted but not in use. The patient is now getting relief from the system.

Manufacturer narrative:
Concomitant products: patient programmer model: 8835, serial# (B)(4); catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unknown. (B)(4).